Event description:
A bard port-a-cath had been placed in late 2007 for central venus access. As the port-a-cath was no longer needed, surgical procedure to remove the port-a-cath from the right chest wall was performed. The port-a-cath pocket was entered and the three stitches holding the port-a-cath were cut. Examination of the prt-a-cath revealed that only three of the four parts of the port-a-cath had been removed and he silastic tubing that lay over the catheter was still missing. Further examination of the surgical field revealed that the silastic tubing was located approximately 1 cm away from the pocket where the port-a-cath had been. This was resected and the tubing was removed from the field.